Manufacturer narrative:
Two pictures of the device were received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user manufacturing.

Event description:
Information was received indicating that immediately after starting to use the smiths medical cadd cassette reservoir, the customer noticed that medical fluid was leaking from the part where the product and tubing were connected. No patient consequences were reported. No adverse effects were reported.